Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #pjn389606v: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. A proximal portion was received measuring 21.5 cm. Concomitant medical products: 694765 lead, implanted: (B)(6) 2003; 419388 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event.